Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had corrosion and breakage. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to faulty design. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a veterinary tibial plateau leveling osteotomy (tplo) surgery, it was observed that the saw blade device broke during the first contact to the bone. It was further reported that there was corrosion on the device. According to the report, there was no damage to the bone. There were no delays in the surgical procedure as an identical spare device was available for use. There was no human patient involvement reported as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.